Manufacturer narrative:
Date: (B)(6) 2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by received: 31/jul/2018. The blower assembly and motor were returned for evaluation. The parts were tested in simulated use testing and no faults were found. The parts performed as expected. No errors were produced during approximately 16 hours of testing. The cause of the event could not be determined.

Event description:
The customer reported air source fault/loud noise. No patient/user harm reported. Pt information not available.